Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the aquabeam robotic system initially triggered an "e04 - console error". After the error was cleared, treatment resumed but was soon interrupted again by an "e05 - console error". At that point, the procedure was paused, a hard reset was performed, and the aquabeam handpiece was replaced. Following replanning, the first treatment pass was completed without issue. During the second treatment pass, both the e04 and e05 error codes reoccurred; however, the surgeon was able to successfully complete the procedure despite the recurring errors. The event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event. This incident represents the third and final case performed that day.

Manufacturer narrative:
The aquabeam console was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the treatment log files without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) and aquabeam motorpack/lot number 23c03261 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual, um0101-00 rev. F, was reviewed. Table 5: system detected errors and faults. E03 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. E04 ¿ console error release foot pedal and click x. If error persists, turn off and turn on console. E05 ¿ console error release foot pedal and replace handpiece. Then turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.